Event description:
It was observed that during the device evaluation, the video system center exhibited no image when connected to a videoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h3, h6, and h11 were updated. Based on the results of the investigation, the image failure was likely caused by a faulty patient board set. Olympus will continue to monitor field performance for this device.